Event description:
Dealer is getting e18 error codes and e32 error codes which is joystick related. Dealer advised that the chair stopped in the middle of crossing the street, via drive lock out. End user was not injured .